Event description:
The customer reported via phone call that the pump is 11 years old and she had a compromised force sensor system alarm. Customer stated that the drive support cap was flush. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The insulin pump was received with minor scratches on a lcd window. The pump was received with cracked battery tube threads.